Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced tiredness and had loss of consciousness and was unable to self-treat, requiring treatment with water with sugar provided by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced tiredness and had loss of consciousness and was unable to self-treat, requiring treatment with water with sugar provided by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced tiredness and had loss of consciousness and was unable to self-treat, requiring treatment with water with sugar provided by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection has been performed for the reader and no issues were observed. The reader does not turn on with button pressed, usb cable insertion & strip insertion. Battery no power issue was created and investigated. The reader turned on when pressure was applied to the cpu. Visual inspection was performed on usb/charging cable and no issues were observed. No opens or shorts were observed. Visual inspection has been performed for the reader and no issues were observed. The returned battery were replaced with known good battery, reader does not turn on. The pressure was applied to mcp and observed returned reader to turn on with home button press. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.